Event description:
Per the surgeon, the patient's device was explanted in 2008, due to infection. The patient was reimplanted with a mew device during the same surgery.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.